Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the lv lead had intermittent, elevated thresholds and was explanted and replaced. At the time of the lead revision procedure, the cardiac resynchronization therapy defibrillator (crt-d) exhibited suspected premature battery depletion and was also explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high thresholds in all configurations. The lead is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.